Manufacturer narrative:
Continued: section g: 510k: k200972. Investigation evaluation: the product said to be involved was returned in a clear plastic bag. Provided with the return was an open tray from the lot number provided in the report. The label matches the product returned. Our laboratory evaluation of the product said to be involved confirmed the report. Not all components were included in the return (no catheters were returned). The device was returned with the on/off switch in the "off" position. The red activation knob was engaged in the handle indicating activation of the carbon dioxide (co2) cartridge. No loose powder was noted on the exterior of the device or in the tray. Dark powder was noted within the device nozzle. When tested as returned the device did not spray. A thin metal cannula was inserted into the nozzle in an attempt to break up any possible occlusions in the nozzle, this was not successful in getting the product to spray and no occlusions in the nozzle were detected. The co2 cartridge audibly discharged upon deactivation and the cartridge was fully punctured. A visual examination of the o-ring and lance inside the handle showed both components to be positioned correctly inside the handle and the lance to be beveled. However, the lance was noted to be able to move freely from side to side, indicating the back of the lance was likely broken during deactivation due to the rapid release of co2. Additionally, the lance, while beveled, appears to have been chipped at some point. The inspection of the co2 cartridge and regulator (lance and o-ring) confirm the device was of the current design. The foam was present and in the correct orientation (slits facing the red activation knob). When tested with a new co2 cartridge and activation knob the device did not spray as intended. The handle was disassembled, and the tubes were disconnected for removal of any powder. A small amount of loose powder without clumps was present in the front tube connecting the on/off valve to the powder chamber. Loose powder without clumps was present in the back tube connecting the powder chamber to the low pressure valve. Powder was noted on the orange o-ring and within the clear plastic cap at the connection of the back tube and powder chamber. A visual inspection of the powder chamber's center downtube found it to be packed with powder. When the downtube was cleared a large clump of powder of found. The clump was evaluated with a phenolphthalein testing kit and determined to contain blood. An inspection of the diffuser plate found it to be clear. The clump of powder within the downtube is the most likely cause for the reported occurrence. A product discrepancy or anomaly that could have contributed to this reported occurrence was not observed. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: our laboratory evaluation of the product said to be involved confirmed the report. The root cause for the report of unable to spray was an internal clog within the powder chamber's downtube. The clump was evaluated with a phenolphthalein testing kit and determined to contain blood. A discrepancy or anomaly that could have contributed to the reported observation was not observed during our laboratory analysis of the returned product. Catheter occlusion can create backflow and push powder, blood, and fluid back into the device, creating an internal clog. However, we could not conduct a complete investigation because the catheters were not returned for evaluation. This limits our ability to conclusively determine a cause for the occurrence of blood within the device downtube. Prior to distribution, all hemospray endoscopic hemostats are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: based on the quality engineering risk assessment no corrective action is warranted at this time. A review of the complaint history was conducted. Quality assurance will continue to monitor for complaint trends.

Event description:
A patient of undisclosed gender and age underwent a procedure for a small bowel bleed in which the cook hemospray endoscopic hemostat was used. It was reported that upon activating the device no powder would come out [difficult or unable to spray, subject of report]. Customer did not confirm if the second catheter was attempted to be used. Another of the same device was used to complete the procedure. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.